Event description:
The customer reported an infusion site that felt sore, and was swollen and red. The customer went to the walk-in clinic because she had seen leaking of purulent (yellowish) drainage from the infusion site. She was given keflex (antibiotics). The customer wore the pod for the full three days. The pod was thrown away.

Manufacturer narrative:
The device was thrown away and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.